Manufacturer narrative:
Based on the claim against the product by the customer noting no bipolar energy at the instrument jaws, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse reviewed logs and noted no issues via logs. The fse replaced iesu as a precaution. The system was tested and verified ready for use. Isi received the iesu, but the failure analysis has not been completed. A supplemental MDR will be submitted if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to no bipolar energy being available at the instrument tips. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was no bipolar energy at the instrument jaws. Operating room (or) staff tried two different instruments and two different instrument cords before calling. Or staff tried both upper and lower bipolar ports. Technical support engineer (tse) reviewed onsite logs and found error 25920, which points to instrument or instrument cable in upper port. Tse has the or staff cycle the erbe power, but still no bipolar energy at the instrument jaws. Border highlights and audible tone sounds for energy activation, but no energy at the tip. Surgeon is unable to continue without bipolar energy and is unable to use vessel sealer extend in the e-100 generator. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the conversion was due to the bipolar energy not working. The robotics coordinator is unable to answer whether the port size was increased or not. The patient did tolerate the conversion well. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the customer reported issue. The iesu was energized, cauterized, and all ports recognized instruments. Additional findings noted the bezel was cracked.

Event description:
Refer to h10/h11 for follow-up information.